Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips to report that the monitoring does not work with ECG cable. Also, note that the there is no problem with the cable. There was no reported patient involvement / adverse patient impact.

Event description:
The customer called into philips to report that the monitoring does not work with ECG cable. Also, note that the there is no problem with the cable. There was no reported adverse patient impact.